Event description:
A new complaint has been received on an issue previously reported under report number 3005248192-0003. This new complaint entails a communication from a customer that reports that the vp2000 is overheating. (B) (4). This customer was not injured.

Manufacturer narrative:
Abbott molecular has completed a root cause investigation of this vp2000 heating issue. (B) (4). The engineering group is considering several options to change the vp2000 hardware in order to correct this overheating issue. Please note that this issue has been previously reported under MDR 3005248192-2009-0003. Abbott molecular also conducted a recall, (B) (4), regarding this vp2000 heater and acknowledged receipt of the recall notice. Additional model #'s: -04, -60.